Manufacturer narrative:
The insulin pump was received with normal operating current. However, the low battery alarm and power error 25 confirms in the long trace. Detailed trace analysis confirmed alarm 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump was received with cracked battery tube threads and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received low battery alert. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.